Event description:
It was reported that direct stenting was performed using a xience v stent delivery system in the left coronary artery. The stent delivery system could not advance to the target lesion. During removal of the stent delivery system from the vessel resistance was reported, and a dissection occurred requiring medical intervention with an unspecified balloon. After balloon dilatation, an occlusion occurred in the left anterior descending artery, which was successfully treated with deployment of a xience v stent. There were no adverse patient effects noted, nor a clinically significant delay. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis noted the stent delivery system (sds) was returned with blood in the guide wire lumen and on the balloon and stent implant consistent with use of the device in the patient. There was no contrast visible. The stent implant was stationary on the balloon and between the markers of the tightly folded balloon. There was flared struts on the proximal end of the stent implant. There was no other damage noted to the stent implant. The noted stent damage was not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. There were no kinks noted to the distal shaft or the tip. There was no other damage noted to the sds. The protective sheath and stylet were not returned. The tip length and stent implant outer diameters were measured and met manufacturing criteria. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The reported dissection and occlusion are listed in the xience v instructions for use (IFU) as known adverse events associated with coronary stenting. It was reported that the 2.75 x 12 mm xience v was advanced without pre-dilatation of the lesion. It should be noted that the IFU states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter. It is possible that the lack of pre-dilatation may have contributed to the reported failure to cross and difficulty to remove. The anatomical conditions were described as moderate tortuousity with moderate calcification which appears to have contributed to the failure to cross the lesion, in addition to the lack of pre-dilatation. Resistance was felt during removal of the device which may have contributed to the reported dissection. After balloon dilation of the lesion, an occlusion was observed and was treated with deployment of another xience stent (additional therapy/ non-surgical treatment). Although a conclusive cause for the reported patient effects and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency. A search of the lot history record indicated no related nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency. The profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for damage.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.